Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire. The physician covered the dissection with the planned stent and completed the procedure with no further issues or health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire. The physician covered the dissection with the planned stent and completed the procedure with no further issues or health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused by the enroute 0.014" guidewire. The physician covered the dissection with the planned stent and completed the procedure with no further issues or health consequences or impact to the patient.